Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4) implanted: explanted: product type recharger. (B)(4).

Event description:
A consumer's family reported that a couple of days prior patient fell and insr (implantable neurostimulator recharger) dropped on the floor. The patient was currently in the hospital due to fall that resulted in a broken leg. The fall happened when patient was holding her insr. It was indicated the insr battery icon would not progress in spite being plugged in all night. They tried to reset but the insr icon still showed empty. It was further reported that the connector pin on desktop charger was loose. The indications for use for this patient were parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a consumer reported that replacing the desktop charger resolved the recharging issues. The patient was also currently in a rehabilitation facility recovering from their fall.